Event description:
Caller reported lancet protruding from multiclix device cap. No adverse event reported. The device and lancets are not available for return, replacement was sent.

Manufacturer narrative:
Device not available for return.